Manufacturer narrative:
On 14-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrected the h6. Medical device problem code from device contamination with body fluid (a180103) to coagulation in device or device ingredient (a030202).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with octaray mapping catheter and a blood clots were encountered. The physician removed octaray mapping catheter from left atrium after the mapping phase and he noted two clots: one on the spline of the catheter and the other one on the center of the irrigation lumen. They took action to irrigate of the catheter with the pump outside the patient's body to eliminate all clots. The surgery was delayed for 5 minutes and then successfully completed. Ther was no patient consequence, however, neurological exams were performed as the physician considered the blood clots had potential cerebral risk. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and patency test of the returned device were performed following bwi procedures. Visual analysis revealed residues of thrombus attached in one of the electrodes. Due to the event described, a patency test was performed, and the device was flushing correctly, no obstructed hole was observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot issue reported by the customer was confirmed since residues were observed in one of the electrodes. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: according to the pictures provided by the customer, a clot was observed on spline. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. However, if the device is received, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with octaray mapping catheter and a blood clots were encountered. The physician removed octaray mapping catheter from left atrium after the mapping phase and he noted two clots: one on the spline of the catheter and the other one on the center of the irrigation lumen. They took action to irrigate of the catheter with the pump outside the patient's body to eliminate all clots. The surgery was delayed for 5 minutes and then successfully completed. Ther was no patient consequence, however, neurological exams were performed as the physician considered the blood clots had potential cerebral risk. There were no issues related to temperature or flow of the catheter. The issue occurred before the use of the smartablate generator act was 350 which is standard clinical practice. It was maintained throughout the case. The blood clots were found at the tip electrode with one on the basis of the irrigation lumen and one on the catheter¿s spline.